Event description:
It was reported ongoing occlusion alarms occurred resulting in the customer going to the emergency room on (B)(6) 2025 with a blood glucose level of 569 mg/dl. The customer was treated intravenously with fluids of saline and insulin. The customer was released the same day with no permanent damage.